Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A critical ram parity error occurred on (B)(6) 2010. This type of power on reset is considered low severity. The device should be able to fully recover after reset.

Event description:
It was reported that the patient had a power on reset of the pacemaker. The device remains in use. No patient complications have been reported as a result of this event.